Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, that the customer called the technical service engineer (tse) regarding an erbe error c-38 when the surgeon attempted to use energy. The customer tried both monopolar ports on the erbe, swapped energy cords and instruments, and rebooted the erbe multiple times without any change. A hard reboot on the vision side cart (vsc) was also attempted with no improvement. The customer was unable to locate an activation cable to integrate their forcetriad generator and decided to bring in another vision side tower to complete the surgical procedure. The tse stayed on the phone to assist with integrating the other vsc and ensured the customer was ready to continue. The procedure was converted to another dv system with no reported injury. Intuitive followed up with the customer but no additional information is available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. The reported issue was confirmed through system log review, with c-38 errors recorded. A c-30 error was also logged and is likely related. A recurring c-06/m-18/m-11 error pattern was documented on multiple other days, along with additional m-18 and m-11 entries. Other logged errors on separate days included m-02, m-b1, c-01, and 2-8a, which are also of concern. M-35, m-32, and m-36 errors were further identified in system logs. Visual inspection of the unit revealed slight scratching on the left side of the cover. During failure analysis, erbe log entries were identified that aligned with the timeframe and reported fault; however, the issue could not be replicated on site. C-38 errors were recorded as c-00 following an iesu reboot. Corresponding c-00 and m-11 entries in the iesu logs further corroborated the system log findings. The unit was tested on the system with no errors observed, and all operations were successful across all ports. The iesu unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause is attributed to the presence of erbe error c-38 in the system logs indicates a potential faulty electrical component within the erbe generator. This error indicates a lower current than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.